Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that the act button was not functioning properly. Customer also stated that insulin was squirting out during the manual prime process. Blood glucose level was 83 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor. No prime alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.